Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop event can be confirmed based on the submitted log file. Throughout the captured data, a pump stop event was captured while the patient was supported by battery power. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the pump stop events cannot be conclusively determined through the evaluation of the returned distal end of the driveline. A distal end driveline replacement was performed by a tech services representative on (B)(6) 2020. Approximately 20¿ of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced in this testing, even with the manipulation of the driveline. The silicone sleeve was removed, and the examination of the bionate revealed no evidence of damage. The bionate was removed and the braided shield was unremarkable. The shielding was removed, and visual and microscopic examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakages in the insulation of any of the driveline wires that would have resulted in an electrical short. The patient underwent an hmii to hmii pump exchange on (B)(6) 2020. The patient remains ongoing on (B)(6), no further events have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 29aug2011. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The implant kit was also shipped with heartmate ii lvas IFU. Section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient underwent pump exchange on (B)(6) 2020 from heartmate ii (B)(6) to heartmate ii (B)(6) due to a suspected internal driveline fracture.

Manufacturer narrative:
The previous driveline repair was reported in MFR report #2916596-2018-05381. Replaced driveline was returned on 16jun2020. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low speed and low flow alarm on (B)(6) 2020 after the patient placed the controller back into his bag. The patient believed the line could have been kinked and the alarm stopped when the driveline was straightened. The patient was asymptomatic and was doing well. Log file analysis confirmed pump stop, suggested possible the driveline issue progressed into a phase-to-phase short. Patient had a driveline repair in 2018 and was only using batteries and an ungrounded cable. Alternately something in the pump circuit could be causing a pump reset. 19.5" of driveline was returned and damage could not be confirmed; however, the area above driveline repair was heavily taped. There were no signs of thrombus. On (B)(6) 2020 technical services were onsite for an external percutaneous lead repair 3 inches from the exit site. No issues were noted after the patient was back on the grounded patient cable.